Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas became unusable due to a cracked, nonfunctional touchscreen, the device was not synced prior to shutdown, and the user reverted to backup subcutaneous insulin therapy after experiencing a high blood glucose of 320 with device alerts. Symptoms included hyperglycemia with associated headache and nausea. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture to the touchscreen component, rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.